Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination.

Event description:
Material: 309628 batch#: 3027085 it was reported by the customer that they did the normal preparation according to the pi and that she drew the reconstituted solution into the syringe, which was left on the tray for the doctor to administer the product to the patient. However,in when the doctor went to administer the product, he noticed that there was no more solution inside the syringe, probably due to a leak. The product was never administered to any patient." Verbatim: rcc received a complaint via email. Email(s) attached. The report states, "ja is a certified ophthalmic technician who called today to report an issue with izervay. She says that she did the normal preparation according to the pi and that she drew the reconstituted solution into the syringe, which was left on the tray for the doctor to administer the product to the patient. However, when the doctor went to administer the product, he noticed that there was no more solution inside the syringe, probably due to a leak. The product was never administered to any patient."

Event description:
Material: 309628. Batch#: 3027085. It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: it was reported by the customer that they did the normal preparation according to the pi and that she drew the reconstituted solution into the syringe, which was left on the tray for the doctor to administer the product to the patient. However,n when the doctor went to administer the product, he noticed that there was no more solution inside the syringe, probably due to a leak. The product was never administered to any patient." Verbatim: rcc received a complaint via email. Email(s) attached. The report states, "ja is a certified ophthalmic technician who called today to report an issue with izervay. She says that she did the normal preparation according to the pi and that she drew the reconstituted solution into the syringe, which was left on the tray for the doctor to administer the product to the patient. However, when the doctor went to administer the product, he noticed that there was no more solution inside the syringe, probably due to a leak. The product was never administered to any patient." Additional information provided: 1. Can you share any physical sample or photo if available for investigation? Neither a return sample or pictures of the product in questions are available as the hcp disposed of the product in a sharps container. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. There was no adverse event or injury reported for the patient or the healthcare professional.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.